Manufacturer narrative:
The nc traveler device is currently not commercially available in the us; however, it is similar to a device sold in the us. The nc traveler device is currently not commercially available in the us; however, it is similar to a device sold in the us. The nc traveler device is currently not commercially available in the us; however, it is similar to a device sold in the us. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported complaint. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that during preparation of a 3.25x15mm nc traveler balloon dilatation catheter (bdc), resistance removing the stylet [mandrel] was noted. Although the stylet was eventually removed, the bdc was not used and there was no patient involvement. Another nc traveler bdc was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.